Event description:
As was reported by the affiliate, when the catheter was positioned at the lesion, operator released the liquid to swell the balloon, but this liquid leaked out from hub. So it was impossible to complete the intervention with this device. When surgeon removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub, because it was cracked. So he used a new catheter to carry out this operation.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info wil be submitted within 30 days of receipt. Please note that multiple attempts to gather additional pt and procedural info have been made and have been unsuccessful.